Manufacturer narrative:
Continuation of d10: product ID 97755 ,serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the rtm (s/n (B)(6) revealed a recharge antenna failure; no device found message. Cable insulation is peeling away at donut end and wires are exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was the recharger cable and relay box got hot, was burning. Pt also reported feeling warm under the skin in the implant area. The issue started yesterday. Patient had to stop charging because it started flashing a message to contact medtronic, system problem rm03. Patient reset the controller and recharged the implanted neurostimulator. Pt saw no damage. Pt was also concerned that the implant went down to 70% today after they charged it to 100% yesterday. An email was sent to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon following up with the patient to understand the reason for what led to the implantable neurostimulator (ins) heating and depleting faster, patient stated they recharge the device weekly and it suddenly started actually getting hot and burning them near battery site. When asked about the steps that were taken to resolve the issue, patient stated their medtronic representative was located through phone calls, who then had them call tech support, who in turn over nighted new paddle. The older paddle had a short in it and told by tech support its been occurring. Patient mentioned "all is well now, thank you so much". Patient added "my doctor said that her son also checked up on me to make sure the problem was remedied.